Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/13/2019. Device evaluation summary: according to the reported information, the device was squishy and not full out of the box. The analysis results show that the device appeared intact. In addition, the weight was confirmed to be conforming according to our product specifications. No additional anomalies were observed. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was not confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no surgery was performed. (B)(4).

Event description:
It was reported that prior to the use of a 375 cc mentor memorygel breast implant the physician felt that the implant was not full and felt ¿squishy¿. The device did not contact a patient. This is being conservatively reported, as it may have resulted in an adverse event had the device issue not been noted by the physician prior to use.